Event description:
It was reported the subject device's heating tip does not work. The subject device also had an error message for anti-condensation function stopped. The issue occurred during maintenance. There were no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device's heating tip does not work. The subject device also had an error message for anti-condensation function stopped. The issue occurred during maintenance. There were no patient involvement.